Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support starting around midnight had suction alarms occurring off and on with mean arterial pressures in the 40s per the automated impella controller (aic). There was brief period of controller failure. The patient expired. The patient¿s death is captured under the pump (5.5) complaint.

Manufacturer narrative:
The investigation for the automated impella controller failure - red alarm has been completed. There was no evidence of a controller failure from the logs but a brief period of transient loss of optical data which is not related to the suction alarms. The root cause for the transient loss of optical data was an optical bench fw communication protocol anomaly, resulting in the misalignment of data communication packets.

Manufacturer narrative:
The automated impella controller (aic) was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. D.9 date device returned to manufacturerwas aadded. H.3 updated due to device being returned. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-20688 was submitted in accordance with updated procedures. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-20688 was submitted in accordance with updated procedures.